Manufacturer narrative:
(B)(6). A visual examination of the device confirmed the complaint of the tip breaking off. The tip was not returned for evaluation. Photographic evidence was also reviewed and found to be inconclusive. As a result no root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip broke in the lower portion of the jaw/non-movable section and snapped off. The broken portion was removed from the patient. A back-up device was available for use. No patient injury or other complications were reported.